Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station (pic ix) was not monitoring at the time of patient death on (B)(6) 2020. The pic ix went off-line days before the incident, and was not reported to the customer's biomedical engineer.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse verified the patient was being monitored by a bedside monitor and x2 monitor at the time the issue was discovered; both devices were working fine. The issue that the customer had was that they couldn¿t retrieve the waveforms at the time of death to assess what had happened. The customer does not believe the device was a factor in the patient's death. The fse found that a networking issue on the customer network had caused the pic ix ip (network) address to be used elsewhere. This had caused an ip address conflict and the pic ix wasn¿t able to start the application. The fse had to deleted the host from the database and recreate with a different host name and ip address. The new ip address was then reserved for the pic ix so that this couldn¿t happen again. There was no product malfunction. It was determined by a philips field service engineer (fse) that this was related to a customer network issue. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.